Event description:
Six (6) days post c-section procedure - sysmtoms of redness, swelling, fever and body aches at the on-q site radiating toward the incision were observed by the pt at home. The pt rec'd keflex for seven (7) days to treat the infection. The pt's status is unknown; however, is still being treated.

Manufacturer narrative:
The device involved in this incident is not available for eval; therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hosp to hosp, procedure to procedure, and pt to pt. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.